Event description:
Litigation alleges that patient has experienced consistent pain in his left hip, groin and upper femur, which progressively worsened; pronounced popping in and out of the implant; difficulty with mobility; weakness; difficulty laying on the left side and constant discomfort. Patient had elevated metal ion levels, accumulation of yellow fluid on his left hip joint along with gray, cheese-like material throughout the joint, particularly up into the recess in the femoral head, loose femoral component and metallosis.

Manufacturer narrative:
The report states: litigation alleges that patient has experienced consistent pain in his left hip, groin and upper femur, which progressively worsened; pronounced popping in and out of the implant; difficulty with mobility; weakness; difficulty laying on the left side and constant discomfort. Patient had elevated metal ion levels, accumulation of yellow fluid on his left hip joint along with gray, cheese-like material throughout the joint, particularly up into the recess in the femoral head, loose femoral component and metallosis. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip). Patient is a resident of (B)(6). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.